Event description:
The patient reported feeling a tingling sensation in the chest while talking on a speaker phone. When the phone was hung up the tingling went away. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.